Event description:
Information about a possible user fall from the device was reported by sales management during a review of sales information. Information suggested that the user had fallen (possibility more than once) while maneuvering into his van. The user indicated in sales notes that the device tilts over and he falls to the street when backing into his vehicle. There is no evidence that the user called the service hotline to report the event. When contacted, the user stated that he had fallen once and that there were not multiple events. The user stated that the unreported event occurred on (B) (6) 2008. The user sought medical attention "a couple of days" after the event when his neck and arms started to hurt. An MRI revealed no bone fractures. The user declined his physicians recommendation of physical therapy as he already has therapy once a week for his pre-existing medical condition. User stated that pain has reduced with time and his physician's opinion is that time is needed to heal. This report corresponds to independence technology complaint # (B) (4).

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve the ecf for analysis. A report on field service activity (sar) and a device checkout record (fcr) was forwarded to the complaint handling unit (chu) per standard operating procedure. Ecf data and device logs contain no event or alarm log entries that indicate a problem consistent with the user's description. There were no device log entries between (B) (6) 2008 and (B) (6) 2008. Review indicates that most likely, the user experienced a fall in the product while in a non-dynamically stabilized function, such as standard. As indicated in the user manual, standard function is intended to be used on slopes that are less than or equal to 5 degrees. There is no indication of product malfunction, and no product service codes were logged by the device during the event. The service hotline reviewed proper procedure for maneuvering into a vehicle by using unoccupied remote function as outlined in product labeling. This MDR is filed for the reported injury to the user. The user has not reported any recurrence of the described event since the completion of the service activity.